Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient developed pseudomonas peritonitis on (B)(6) 2015 due to an unknown cause. The pd patient was not hospitalized and was treated with antibiotics. As of (B)(6) 2015, the signs and symptoms of peritonitis have resolved, and the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Event description:
Additional information received for this reported event indicated that the patient was admitted to the hospital for a scheduled procedure to have the patient's catheter removed. The patient had a recurrent peritonitis infection, which was a continuation of the previously reported episode of peritonitis, approximately seven weeks prior. The patient had presented with pseudomonas and was treated with a 30 day antibiotic treatment (medication and dosage is unknown). At the time which the additional information was received, the patient was still recovering from the infection.